Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. During a follow-up call on 4/10/2017, the customer stated that the insulin gauge remained static at 105 units. The contact declined to reload the cartridge, and confirmed that pump performance would continue to be monitored. The customer's blood glucose level was 138 mg/dl.